Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleed underneath lip [skin haemorrhage]. Hitting mouth [mouth injury]. Hitting chin [face injury]. Hurts - mouth [oral pain]. Toothbrush heads keep popping off / refill is detaching from the handle [device breakage]. Case description: consumer called and stated that the toothbrush heads kept popping off. No serious injury was reported. Follow-up: consumer clarified that the refill was detaching from the handle.